Manufacturer narrative:
Blank display due to moisture damage on electronics. Unable to verify low battery life due to blank display. Unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a reduced battery life and the battery icon was fluctuating. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.